Manufacturer narrative:
A2; age: 61, sex: male. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 1049092, manufacturing site: 3005471919.

Event description:
Consumers wife states she caths him. "He has been cathing for the last 2-3 yrs and when he first started cathing , cathed every day now only needed 2-3 x a week. He has an enlarged prostate, scar tissue in his urethra. She states "he had not received supplies for some time now so they had some old stock of his usual ultram14c catheters. They used some before noticing they were expired as noted that the lubricant was not very lubricous but used them anyway. After using a few from the expired box, he developed uti symptoms. He had some pain when cathing with these, especially through the scar tissue area in his urethra and then bleeding/ clots off and on for a few days before seeking treatment. Sometimes the bleeding was up to "quite a bit" in quantity. " she states "she always places coude tip in correctly." She stated "they went to md and got his urine tested which showed a uti and he was given a rocphin injection and some oral antibiotics for 12 days feeling better now, bleeding has completely stopped. The doctor said it was likely because he was using the expired catheters he got the uti." She was advised to never used expired catheters and to check the dates prior to use.